Manufacturer narrative:
Customer follow up 9/12/2016 troubleshooting with tandem technical support was performed. It was indicated that the customer needed to change the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was impacted (480 mg/dl). The customer took a manual injection to stabilize bg level. In addition, it was reported that the pump would intermittently charge. The customer tried multiple power sources. When the pump was plugged into a power source, the pump appeared to initiate charging. However, shortly thereafter, the pump did not recognize the power source. Reportedly, during troubleshooting on the fourth try the pump was able to charge. The customer was sent a replacement ac power charger. The customer was unable to troubleshoot the occlusion alarm and will revert to manual injections.